Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause was determined to be related to use of the device. The external segment of a 4.2 fr broviac catheter was returned for investigation. Both the 4.2 fr tubing and intermediate tubing broke within the clamping oversleeve. A segment of 4.2 fr tubing and intermediate tubing were received separate from the clamping oversleeve. The clamping oversleeve was received with the luer adaptor and crimp collar secured to its proximal end. The intermediate tubing broke just inside the adhesive fillet at the distal end of the clamping oversleeve. The 4.2fr tubing broke 3mm distal to the luer adaptor stem. The 4.2fr tubing and the intermediate tubing had been cut 1.25cm distal to the adhesive fillet and the distal segment of catheter was not returned for investigation. It was reported that the catheter was repaired. A tactual investigation revealed tensile weakness in both the intermediate and 4.2 fr tubing, which indicates that the catheter was stretched. It was reported that broviac catheter was caught on some woodwork and snapped the tubing when the (B)(6) patient was crawling. Inadvertent stretching of the catheter most likely resulted in the break of both the intermediate and 4.2 fr tubing. A microscopic examination of the adjoining surfaces of the break sites revealed a jagged and granular surface, which is consistent with a tensile break. The cross section at the distal end of both the intermediate and 4.2 fr tubing revealed a glossy and striated surface, which indicates that the catheter was cut with a sharp instrument, and was most likely done at the time of the repair. The broviac catheter should be secured out of sight for infants and children. Vests and other clothing should be used to completely cover tubing and exit site. Patients should not be allowed to pull on tubing at any time to avoid catheter damage or breakage. A lot history review (lhr) of huav2116 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (huav2116) have been reported from the same facility.

Event description:
It was reported by the user facility that the patient was brought into the ed because line got caught on some woodwork and snapped at the junction connecting the catheter to the clamping sleeve when the patient was crawling. The line was successfully repaired.